Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an in-service, it was observed that the attachment device was overheating and the color code was stripped off. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device nose cone was missing its color bands and the device heated up to (B)(4) degrees fahrenheit which is beyond spec. Of (B)(4) degrees fahrenheit. During repair and disassembling of the device it was discovered that the bearings were like new condition however based on the life expectancy of the bearings this is consistent with creating heat from normal use. The assignable root cause was due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.